Event description:
The account stated a patient generated falsely positive architect stat troponin-I results. The account uses an architect stat troponin-I cutoff of 33 ng/l (male) and 13 ng/l (female). The account used two different architect analyzers with the same reagent lot 54287un13. The patient is (B)(6) male. Sample ID (B)(6): tested positive architect stat troponin-I of 281.269 ng/l on architect serial(B)(4). The same sample was tested on another architect serial (B)(4) with positive architect stat troponin-I of 395.3 and 37.9139 ng/l. A second sample draw for the same patient, sample ID (B)(6), generated negative architect stat troponin-I of 13.3525 ng/l on architect serial (B)(4) and <10 ng/l on architect serial (B)(4). Additional testing generated elevated ck of 726 u/l and ckmb of 46u. The patient received a cardiac catheterization due to positive architect stat troponin-I results and elevated ck and ckmb results. The results of the cardiac catheterization showed a minor and older ischemia which was well compensated. The clinical picture of the cardiac catheterization results do not align with the positive architect stat troponin-I results.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Corrected data, initial reporter, updated phone and name. Update unit of measure for ckmb from u to u/l. Evaluation in progress.

Manufacturer narrative:
A review of all complaints associated with the likely cause lot was performed. The review did not identify any non-statistical trends or atypical complaint activity. The ability of architect stat troponin-I, list number 2k41, to accurately return results was tested using reagent lots 54287un13, controls and panels. All validity criteria met package insert specifications and assay parameters. Acceptance criteria were met and the calculated mean of the panel was within the specifications. This testing demonstrates the ability of the architect stat troponin-I, list number 2k41, lot 54287un13 to provide accurate results in a portion of the dynamic range. A labeling review, performed as part of this evaluation, identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A deficiency was not identified as panel testing shows that the likely cause lots perform per specification.